Manufacturer narrative:
This ra lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced extension and retraction issues involving the helix of this right atrial (ra) lead during positioning. After connecting the ra lead to the device, a high out of range pacing impedance measurement of greater than 3000 ohms was observed as the pocket was being closed and the physician assumed the ra lead had fractured as the coils appeared inconsistent. A high out of range measurement was also observed through a pacing system analyzer when the stylet was removed from the ra lead. During the removal process, the helix would not retract properly however the ra lead was eventually explanted and replaced with some force. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
--